Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was discopathy. It was reported that, the head of the screw broke at the last tightening. The levels implanted were c4-c5. Fragment of broken screw was left inside patient body. Procedure performed was fusion and fixation. There was no plan to perform revision surgery. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part#: b20520017; lot#: 24f0224 the product being returned is the head of the screw. The hypothesis is that the surgeon may have not performed the preparation step for the insertion (using the square awl) or maybe have not used the holder during the screw insertion leading to a misalignment of force and breakage of the screw. Without additional information of the surgical steps, no further conclusion can be reached on this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.